Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11004r12, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient noticed a significant amount of blood at the site of the pump. Upon further examination the patient noticed the pump itself was protruding from their skin. There had been no alarms that had gone off to alert the patient that there was a "problem with his pump." On (B)(6) 2014, the patient had surgery to remove the pump. It was determined during the surgery that the patient was suffering from three different bacterial infections as a result of the pump protruding from the patient's skin. To date the patient was still being treated for the bacterial infections. It was noted that as a result of the above event, the patient had suffered personal injuries causing permanent bodily impairment. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).